Event description:
It was reported that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed. The physician elected to continue monitoring. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited low impedance. No intervention was performed. The physician elected to continue monitoring. The patient was in stable condition.